Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue replaced the damaged case and fixed the helium leak by replacing the check valve. The unit passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
The customer found the issue during routine check and reported to a getinge service territory manager (stm) during preventive maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp). The customer stated that the back case of the unit was damaged. In addition, there was a helium leak. The stm performed a leak test. Even though the results were close to specifications, they did not pass. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, customer has not responded to any of our gfes. If additional information is provided, we will submit a supplemental report.

Event description:
It was reported that during a preventive maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp)performed by a getinge service territory manager (stm); the customer indicated that the unit was leaking helium. The customer discovered the issue while performing a routine check of the iabp. There was no patient involvement and no adverse event reported.